Event description:
It waa reported repair was needed for the case. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) high rate cover, battery drawer, one side bail cover, and ring cover are broken. Control knobs, heartwire contact block, and battery latch are contaminated. Upper and lower cases are broken. One side bail and ring are bent.